Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock approximately a year ago. Now, the s-ICD is exhibiting untreated episodes with t-wave oversensing and changes in morphology measurements. The s-ICD has been reprogrammed and a revision procedure is being discussed as the patient's therapy needs appear to be changing. The s-ICD remains in service and no adverse patient effects were reported.